Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after a successful suture deployment, the suture trimmer did not cut the suture. Another blade was used to trim the suture. Hemostasis was achieved with the proglide suture. There were no reported adverse pt effects. Though requested, no additional info was provided.

Event description:
It was reported via trial that approximately 19 months post direct stenting with a xience v stent in the mid left anterior descending artery (mlad), the patient experienced chest pain and shortness of breath. On (B)(6) 2010, percutaneous coronary intervention was performed. There was no adverse patient sequela. On (B)(6) 2010, the patient was discharged. There was no additional information provided.